Event description:
The facility representative reported a colleague infusion pump with a channel failure during biomedical testing. Device evaluation confirmed the reported condition as failure code channel failure, which interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of channel failure. The root cause could not be determined at this time. No repairs were performed at this time, as this is a baxter owned device. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that the device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).